Event description:
Patient was revised to address a periprosthetic fracture, poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a periprosthetic fracture, poly wear and osteolysis. Doi: early to mid nineties, dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the stem as the product and lot code required was not provided. The investigation is unable to draw any conclusions about the reported femoral bone fracture. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that the liner product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.